Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following iol implantation into the eye, the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received identifies that resistance was encountered by the surgeon when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 014233571 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to confirm root cause; however, the report of resistance when the lens was in the nozzle is indicative of a blocked/trapped lens although the mechanism by which this has occurred cannot be confirmed.

Event description:
On 21st february 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that a crack in the iol optic was observed immediately following iol implantation, necessitating explantation and exchange of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following iol implantation into the eye, the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received identifies that resistance was encountered by the surgeon when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 014233571 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution were within tolerance, met specification criteria and were without defects. The device was returned dehydrated in a blister tray with iol in a separate pouch filled in with saline. Preliminary inspection of the returned injector showed that movable flaps were slightly open (no issues occurred when attempting to secure them together), and the plunger was retracted. Provided lens was inspected under x10 magnification and found to be torn in the optic area as well as having one haptic missing. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly torn. There were visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled with new plunger, and fresh sample lens of rayone aspheric rao600c +32.00 d from rayner stock was loaded and injected as per the IFU. The injection was successful, however felt tough and the lens was delivered with chipped optic. Following that, a toluidine blue dye test was completed. This test has revealed irregularity in the injector nozzle coating at the nozzle's opening. The irregularity in the nozzle coating may be an artefact of the initial injection and the force of expelling the lens exacerbated by the second test injection performed during product evaluation. Product return inspection performed confirms the event as reported; however, has been unable to establish root cause.

Event description:
On 21st february 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that a crack in the iol optic was observed immediately following iol implantation, necessitating explantation and exchange of the lens.